Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, cause of the identified failures is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the suspected device was not rotating. The issue was found at cleaning and disinfection. There is no patient involvement on this reported event. No harm was reported.

Manufacturer narrative:
The subject device is expected to be returned. To date, the device has not been returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the suspected device was not rotating. The issue was found at cleaning and disinfection. There is no patient involvement on this reported event. No harm was reported.